Event description:
Pump had dopamine infusing for hypotension when the tubing was changed. The pump began purging the new tubing set and then stopped before purge was completed. The pt's pressure dropped from approx 120 down to 60-70 before the new pump was obtained. Replacement episode lasted approx five minutes. Pt was on cavhd and a drop in bp would have caused major problems with the process.